Event description:
The complainant stated that the left siderail does not lock in place and a pt fell out of the bed because of this. The pt is being assessed for possible injuries.

Manufacturer narrative:
The technician found the siderail center arm was damaged, the plastic was broken into pieces, preventing the hook from latching. The technician replaced the siderail center arm to repair the bed. The bed is now functioning properly. No add'l info has been released regarding if the pt was injured.